Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the device as ventricular tachycardia (vt). It was noted the device initially withheld therapy due to the supra ventricular tachycardia (svt) discriminator, however eventually the interval was too fast and the shock was delivered. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.